Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. The device history record (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A tech reported that approximately three months following bilateral lasik surgery, the pt presented with light sensitivity. The topical steroid drops were increased. In a follow up, the optometrist reported that the pt has not yet been seen for follow up; however, he expects the photophobia to have resolved within two weeks of treatment. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the right eye.